Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6 (health clinical & impact codes).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak. There was no patient involved.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a helium leak.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9, e1(site country), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields: d4 (UDI). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that there was a leak from the helium pressure regulator. The fse replaced the high-pressure regulator, regulator bushing, helium tubing assembly and high-pressure pressure transducer. The unit passed all functional and safety tests and was returned to customer.